Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
During a retrospective review, it was found that during an ultrasound-guided breast biopsy procedure, the 18l6 hd transducer generated a triple image artifacts. Reportedly, the patient came in for a breast biopsy study; however, the study was cancelled because the mass could not be visualized. It was found that the probe was defective and was not accurate. Conflicting report stated that there was a mass that was seen and then it was no longer there. The patient was called back for a repeat biopsy with a replacement transducer. There was no patient adverse event reported with the 2nd biopsy procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).. For this complaint, the original aware date of the individual case data was 12/6/2016. Not until 03/08/2017, when new data demonstrated the potential for misdiagnosis was this issue determined to be a potential safety issue and health risk evaluation (hre) 2017-04 was conducted on 03/13/2017. This failure mode, specifically occurring during breast studies, could misrepresent the breast tissue by displaying a third of the aperture three times. This means two-thirds would not be displayed accurately causing a potential misdiagnosis. The associated harm may result in serious injury or death (breast cancer) and there are 96 out of 3,179,520 opportunities or 0.030 out of 1000 events (see hre 2017-04 for details). Therefore, triple image artifacts for 18l6hd transducer was deemed to be 803 reportable on 03/13/2017 and the complaints related to this issue were reclassified as such. On 07/03/2017, it was found that the initial MDR and supplemental MDR submitted for this complaint on 3/16/2017 and 4/28/2017, respectively, did not document the new aware date of 03/08/2017 when new information was obtained, but rather documented the original aware date of the individual case data. Thus, a new supplemental MDR is being submitted to correct the aware date to 07/03/2017, to reflect when the date discrepancy was discovered. The supplement is also providing the results of the investigation. The mixed transducer (fpga), specifically with the 18l6 hd transducer probe, initialization is triggered by transducer power up (sw controlled) and goes through fpga loading from eprom and fpga system register initialization. During this sequence the transducer fpga is sensitive to the pecl clock (sw controlled). In vd10a the sw changed the behavior for 18l6 hd and allowed the pecl clock to float for some time. The assumption is that the floating clock signal (system ti board, backplane, transducer fpga) depending on the floating signal level and the transducer fpga input gate sporadically locks up the transducer fpga state machine. From the s family software perspective, the technical root cause has been identified as the pecl clock setup and sequence. The issue has now been resolved to align the system software with the transducer so that the power up and sequence is per expectation. This has been further tested over several thousand cycles in order to confirm that the fix is addressing the root cause.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: the root cause for the system generating a triple image with 18l6 hd transducer during biopsy was investigated. The cause of the triple images is an initialization issue when the transducer is selected, which occurs roughly in 1 out of 1000 probe initializations. The interim solution would be to look for the triple image when the transducer is selected, which can be done by pressing a finger on one end of the transducer, and making sure the image is as expected (i.e. You can see one finger on the image). The issue was resolved per a software update.